Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage or peeling to the keypad and all of the buttons were responsive. Contamination was found underneath all of the key contacts. Unrelated to the initial complaint, the display screen was dim and discolored. The battery compartment wsa cracked and the cap had stripped threads.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.